Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g5-510k: this report is for an unk - cage/plate: zero-p va /unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in belgium as follows: this report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) to compare usage and outcomes recorded in 310 patients (148 males, 145 females) for zero-p implants against all other surgical cases recorded within the spine tango registry between 2012 to 2023. The following complications were recorded per country (belgium): surgical complications - postoperative before discharge: 1 implant malposition. Reoperations: reoperations at any level: 2 due to failure to reach therapeutic goals. 1 due to neurocompression. 3 due to unknown. Reoperations at adjacent level: 2 due to failure to reach therapeutic goals. 1 due to neurocompression. Reoperations at same level: 2 due to failure to reach therapeutic goals. 1 due to neurocompression. This is for depuy synthes zero-p and chronos. This is report 1 of 4 for complaint pc: (B)(4). A copy of the clinical evaluation form is being submitted with this regulatory report.